Event description:
(B)(4). I noticed I started to gain weight and no sex drive first. I also started having cramps with my periods which I did not get before the procedure. I also have pain on my left side which I believe it is in my ovary.